Event description:
The customer reported that following a microwave liver ablation, a burn doctor was called in who prescribed ointment for a 1 cm third degree burn. The patient was discharged and was ok. The ablation used three percutaneous antennas. The spacing between the antennas on the skin was estimated to be near 1.5 cm initially. CT was used for placement but the distance between the tips was not measured. The power was set to 45w. After approximately 5 minutes, a 1 cm raised reddening was observed between two of the antennas. These two antennas had moved closer together, likely due to manually holding all three antennas. The doctor removed one of the two antennas that was too close to the other and finished the ablation in 5 minutes. The ablation was successful in using the remaining two antennas.

Manufacturer narrative:
(B) (6). (B) (6). The site disposed of the antennas. The IFU states: "the recommended spacing for contiguous, spherical ablations when using multiple evident mwa percutaneous antennas is 1.5 cm. Spacing less than 1.5 cm may cause charring, difficulty in removing the antenna, and/or injury to the patient. When using multiple evident mwa percutaneous antennas, use image guidance to ensure spacing between radiating sections, antenna shafts and insertion points of any two antennas is at least 1.5 cm." In order to assist users in establishing and maintaining the appropriate distance between the insertion points for multiple antennas, a spacer is now included with antennas. A spacer was not used in this procedure.